Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was not functioning in a spot at the bottom of the screen. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the touchscreen was not functioning in a spot at the bottom of the screen. It was stated the display was clean and no damage was present on the touchscreen. The touchscreen calibration was performed and passed but the reported issue was not resolved. The remote service engineer (rse) provided the customer with the part number of the touchscreen to order and replace. Device evaluation and repair are pending.

Manufacturer narrative:
A third party has replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.